Event description:
Event reported as, two other pts with bands also had mycobacterium fortuitum isolated (the physician was unable to verify if the bacterium was isolated from the device itself or from tissue around the device). The physician is also unsure if the two pts were implanted with allergan bands. The physician reported that the two pts had theirs bands inserted by different surgeons and at separate times. The physician suspects that the bands/ tissue isolated will have been tested and destroyed. The physician was not forthcoming in providing further details. Follow-up findings: allergan has been unable to substantiate the alleged event and it's causality nor the manufacturer of the product. Allergan's approach to compliance is to resolve all doubts in favor of reporting.

Manufacturer narrative:
Taper unk. The product associated with this report has been destroyed. The reporter of the complaint was asked to indicate the manufacturer, product serial number, date of event, implant date and explant date. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. See related medwtach reports for other two reported cases on: 2024601-2009-00019 and 2024601-2009-00021. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative periods or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."